Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a chronic descending thoracic dissection approx 19 months ago. Dissection and vessel morphology at the time of implant and currently were not reported. It was reported that approx three months post stent graft implant the pt presented with recurrent back pain, and the CT showed a re-entry site into the false lumen approx 2 cm distal to the stent graft and enlargement of the false lumen. An add'l tevar intervention with a 34 x 34 x 150 valiant stent graft was performed successfully. The post-intervention CT scans show a stable dissection. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (continued disease progression).